Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e050302. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system was explanted due infection. Pus was noted in the pocket upon revision. The pacemaker was removed without difficulty. The right atrial (ra) lead and right ventricular (rv) leads were prepared with the locking stylets. When turning was attempted on the rv lead, insulation was unsheathed from the core of the lead. The physician then moved to femoral access to remove the leads. Multiple snares were used to remove lead fragments, including a portion found in the liver. A portion of rv lead at the svc junction was noted to be endothelialized, and venograms were performed. The rv lead was re-snared and pulled, however the proximal portion of the rv lead fragment remains implanted. An external pacing wire was placed temporarily. The patient is expected to remain hospitalized on IV antibiotics, with an echocardiogram and chest x-ray to monitor prior to new system implant. This investigation will be updated when further information becomes available. No additional adverse patient effects were reported. Additional information was received. An echocardiogram was performed without any evidence of pericardial effusion. A new system is expected to be implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was explanted due infection. Pus was noted in the pocket upon revision. The pacemaker was removed without difficulty. The right atrial (ra) lead and right ventricular (rv) leads were prepared with the locking stylets. When turning was attempted on the rv lead, insulation was unsheathed from the core of the lead. The physician then moved to femoral access to remove the leads. Multiple snares were used to remove lead fragments, including a portion found in the liver. A portion of rv lead at the svc junction was noted to be endothelialized, and venograms were performed. The rv lead was re-snared and pulled, however the proximal portion of the rv lead fragment remains implanted. An external pacing wire was placed temporarily. The patient is expected to remain hospitalized on IV antibiotics, with an echocardiogram and chest x-ray to monitor prior to new system implant. This investigation will be updated when further information becomes available. No additional adverse patient effects were reported. Additional information was received. An echocardiogram was performed without any evidence of pericardial effusion. A new system is expected to be implanted. No adverse patient effects were reported.